Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomena occurred due foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. In addition to the reported in b5, the following findings were noted during device evaluation: due to wear of angle wire the bending angle in left direction did not meet the standard value and due to the wear of switch 1 the water tightness was lost. The plug unit, cable unit, and circuit board unit in the scope connector had corrosion due to water leakage. Due to corrosion on plug unit, e216 scope communication error occurred. The micro connector unit in scope connector was dirty due to water leakage, the image guide protector had a chip. The flexibility adjustment ring, the grip, upward/downward angulation control knob, the switch box, scope connector cover unit, the connecting tube, and the right/left knob all had scratches. The air/water cylinder and suction cylinder both had no color. Due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the jet tube exhibited foreign material. There were no reports of patient involvement.